Event description:
This is a double revision of a delta hip prosthesis to the same pt, occurred in (B)(6). Pt suffered an infection on in the joint after the original surgery, dated on (B)(6) 2013. The infection was (B)(6). The 1st revision surgery was performed on (B)(6) 2013 by dr (B)(6), at the (B)(6) hospital with removal of the femoral head and poly liner. The surgeon replaced these two components, leaving implanted the delta tt cup and the stem. This was reported under our complaint no. (B)(4) (MFR report # 3008021110-2013-00005). The infection did not clear and the pt was finally transferred to (B)(6) hospital - for removal of all implants and an anti-biotic spacer was inserted on (B)(6) 2013 by dr (B)(6).

Manufacturer narrative:
By the event info, we know that the infection was caused by (B)(6), and it occurred soon after original surgery on ((B)(6) 2013), as the implant duration "in vivo" is 45 days only. We know that, during the revision surgery dated on (B)(6) 2013, the surgeon replaced only the femoral head and the poly liner, leaving implanted the femoral stem and the acetabular cup. Then the pt suffered again the same type of infection ((B)(6)), which led to the 2nd revision surgery dated on (B)(6) 2013, where the surgeon removed the whole prosthesis and applied an antibiotic spacer. We checked the sterilization charts of the lot of all the components explanted in the two revision surgeries, without finding any anomaly. All the components were regularly sterilized before putting them on the market. No further info (e.g. X-rays, explants) is available. We know that (B)(6) infection is caused by a resistant (B)(6). The (B)(6) is a bacterium present on the skin of about half the adult population, and this infection may occur after invasive procedures performed in hospital, as a result of the (B)(6) entering the human body. We believe that this is the most likely cause of the 1st revision, reported under the MFR report # 3008021110-2013-00005. We also believe that the 2nd revision is due to surgical carlessness; in fact, the surgeon did not remove the whole prosthesis during the surgery of (B)(6) 2013, and in that surgery he implanted a new poly liner and femoral head even if the infection was not properly healed. The instructions for use provided with the lima prostheses systems advise that "acute or chronic infections, local or systemic infections" are contraindications for the implantation of a prosthesis; the surgeon should have known this, and should have removed the whole prosthesis from the pt during the 1st revision on ((B)(6) 2013), without implanting any new prosthesis component. No corrective actions. An infection is a rare although possible event (the current revision rate due to infection involving a delta tt cup is 0.022%), and we believe that the devices themselves (all regularly sterilized before being used) are not the cause of the 2nd revision surgery, which is probably due to surgical carelessness during the previous revision surgery on ((B)(6) 2013).